Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was replaced to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit displayed the fault: "cannot empty bellows". There was no report of patient involvement.

Manufacturer narrative:
Per engineering review, the "cannot empty bellows" is a message that only occurs during the preuse checkout. This message alone does not stop mechanical ventilation.. The user can skip checkout and utilize both mechanical and manual ventilation. In this case, when the checkout was bypassed, the system ventilated as expected. There was no report that mechanical ventilation didn't work in therapy mode. This was not a reportable malfunction. Per engineering review, the "cannot empty bellows" is a message that only occurs during the preuse checkout. This message alone does not stop mechanical ventilation.. The user can skip checkout and utilize both mechanical and manual ventilation. In this case, when the checkout was bypassed, the system ventilated as expected. There was no report that mechanical ventilation didn't work in therapy mode. This was not a reportable malfunction.